Manufacturer narrative:
Testing was performed on retained kit lot 151101 with the following internal whole blood and serum/plasma control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. The kit performed as expected. Additionally, qc data and batch records for lot 151101 were reviewed. Release testing was valid and the lot was found to be performing as expected. The customer returned the unused devices of the same kit lot. The devices were tested with qc controls and all results were as expected. A review of the complaints reported false positive or unconfirmed false positive related to lot number 151101 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Customer reported two unconfirmed (B)(6) results on unknown sample types tested with the alere determine hiv 1/2 ag/ab combo. No confirmation testing method or results were provided. No event date was provided. No patient information was provided. There is insufficient information to determine if a malfunction occurred. Patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4) however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4)